Event description:
Medtronic physio-control is investigating failures of the readiness indicator liquid crystal display (lcd) assembly. The lcd has three sections, including an ok symbol, a svc wrench icon and a battery icon. If a failure occurs, there will be a false indication of one or more of the following: svc needed (wrench icon), unit not ok (missing ok symbol), or battery warning (battery icon). This might result in a delay therapy depending on user reaction. There have been no reports of failures in distributed devices related to this issue.